Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported via iol ( intraocular lens) reply card that, iol was inserted and removed during the initial procedure. The surgeon had to insert the iol in anterior chamber. Additional information received and stated that, during the surgery, the posterior capsule was compromised and found that inserted iol found to be unstable. The procedure was completed on the same day. The patient harm was unknown